Event description:
It was reported that the site withdrew care on the patient. The patient had multiple comorbidities. The patient had a known chronic sternal and driveline infection. Ultimately the decision was made to go into comfort care. The death was not considered to be device related and the device operated as expected. The pump was not explanted and no additional information was provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's infection was from mrsa and there was significant drainage and redness at site with pain. Surgical debridement and intravenous antibiotics were given. The patient did experience right ventricular failure and renal dysfunction but that was pre-existing prior to implant. Creatinine was 1.5 on day of implant and dialysis had started in (B)(6) 2021. Prior to patient's death, the patient had been on peritoneal dialysis (pd), which ultimately stopped being effective.

Manufacturer narrative:
Related MFR #2916596-2022-14599. Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, a specific cause for the reported infections could not conclusively be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 08sep2020. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the hm3 patient handbook (phb) are currently available. Section 1 lists potential adverse events such as various infections including driveline infection, right heart failure, renal dysfunction, and death that may be associated with the use of hm3 lvas. Section 6 lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. This section also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump." Information regarding anticoagulation therapy and international normalized ratio range can be found in this section. Care instructions regarding preventing infection are provided in various sections of the IFU. Section 4 of the heartmate patient handbook (phb) contains information on caring for the driveline and instructs the patient to keep the driveline clean. Wipe off any dirt or grime and if the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it. Never submerge the driveline or other system components in water or liquid. No further information was provided. The manufacturer is closing the file on this event.